Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station kept rebooting. Whenever the user went to the station to pull medications, it was in the process of rebooting. The user was able to pull medications from the station and perform other activities; however, the station continuously rebooted itself. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in black screen. A field service engineer (fse) upon arrival, the station was found on a black screen with the power switch on. All connections to the medstation auxiliary and remote manager were inspected and appeared intact. Universal serial bus printer cable that was not fully seated in the docking unit, which was grayed out in hardware test application (hta) and showing an error in device manager. Voltage on the power module (36 vdc) was tested and found to be within specification. All usb connections and the all in one (aio) connection to the docking unit were reseated. Hta was then run to test the printer, and multiple inventory reports were generated successfully. The printer functioned normally, and no reboot occurred during testing. The system functioned as intended after the field service engineer repaired the device.